Event description:
It was reported that the patient received inappropriate therapy due to noise. High capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the inner coil was found at the helix shaft. This fracture is consistent with the observation from the fieldof noise and high capture threshold.